Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by MFR.: a promus element plus,mr,ous 3.00x32mm stent delivery system was returned for analysis. A visual examination of the stent found no issues. There was no sign of damage, stretching or lifting of the stent struts. The stent showed no signs of movement and was set between the proximal and distal markerbands. The stent outer diameter was measured and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual examination of the bumper tip showed signs of damage. A visual and tactile examination of the hypotube identified no issues with the hypotube of the device. A visual and tactile examination of the shaft polymer extrusion identified a complete break at the wire port 1070mm distal to strain relief.

Event description:
It was reported that shaft break occurred. The 80% stenosed target lesion was located in the tortuous and severely calcified right coronary artery. A 3.00x32mm promus element plus drug-eluting stent was advanced but significant resistance was encountered and the device failed to cross the lesion. When more pressure was applied, the shaft broke, but it was not broken in two halves. It was slowly pulled back from the patient's body and the device was removed. The procedure was completed with another of same device. There were no patient complications reported and the patient was stable.